Manufacturer narrative:
On november 2, 2023, mentor received additional information indicating that the complication that the patient was experiencing was updated to patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402.

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation, as part of a clinical study, with two 650cc mentor memorygel breast implants. Post-operatively, the patient suffered implant size changes, bilaterally. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2021. The replacement devices were: (right) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 9583805 sn: (B)(6) and (left) 800cc mentor memorygel breast implant catalog: 3508004bc lot: 9583805 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant size change. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).